Event description:
It was reported that the patient presented for an implant procedure due to a history of sick sinus syndrome. It was noted during the procedure that when the right atrial lead was placed in the right atrial appendage, the atrial lead could not be firmly fixed. It was also noted that r waves could not be measured and failure to capture was present at high thresholds. Several attempts at relocation failed and the rigth atrial lead dislodged. The right atrial lead was exchanged and a new lead was implanted successfully. The patient was stable following the procedure.

Manufacturer narrative:
The events reported were dislodgement, failure to sense, and failure to capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with tissue. After the helix was cleaned, torque was applied directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The reported events of failure to sense, and failure to capture were not confirmed.